Event description:
This report summarizes 7 malfunctions. A review of the events indicated that model rf048f vena cava filter experienced a patient-device interaction problem. These reports were received from various sources. All 7 devices involved patients with no consequences. Five patients ages range from 38-72 years. One patient weighs 92 kgs. Three patients were female and four were male. All other patient age, weight, and gender information were not provided.

Manufacturer narrative:
H10: of the nine reported malfunctions, two were reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdr 2020394-2020-06410 and 2020394-2020-04355. H10: the product catalog number of one of the malfunctions was updated to rf310f and filter type was updated to g2 filter for the same malfunction. H10: of the 7 devices, 5 lot numbers were provided, and lot history reviews were performed. No devices were returned for evaluation. Medical records were provided for all malfunctions and images were provided for three malfunctions. Five malfunctions were confirmed for perforation. One malfunction confirmed for perforation and detachment. For the remaining one malfunction, the investigation is inconclusive for perforation. Based on the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: d4 (corporate lot no: gfpe3224, geph0463, unknown), g3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: of the nine reported malfunctions, three were reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdr 2020394-2020-06410, 2020394-2020-04355 and 2020394-2021-80720. . H10: the product catalog number of one of the malfunctions was updated to rf310f and filter type was updated to g2 filter for the same malfunction. H10: of the reported six malfunctions, lot numbers were provided for four malfunctions and the lot history review were performed. The samples were not returned to the manufacturer for inspection/evaluation; however; medical records were received for all six malfunctions and images were provided for three malfunctions. Therefore, for four malfunctions the investigation is confirmed for the reported perforation, for one malfunction the investigation is inconclusive for the reported perforation and for the remaining one malfunction the investigation is confirmed for the reported perforation, additionally it was determined to have and confirmed for detachment (a0501). Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: d4 (corporate lot no: geph0463, unknown), g3. H11: b5. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes six malfunctions. A review of the reported information indicates that model rf048f vena cava filter allegedly experienced perforation. These information's were received from a various sources. All six malfunctions involved patient with no patient consequences. Of the six patients, four were male and two were female, four patients age ranged between 38-72 years and one patient weighs 92 kgs. All other patient details were not provided.

Event description:
This report summarizes 7 malfunctions. A review of the events indicated that model rf048f vena cava filter experienced a patient-device interaction problem. These reports were received from various sources. All 7 devices involved patients with no consequences. Five patients ages range from 38-72 years. One patient weighs 92 kgs. Three patients were female and four were male. All other patient age, weight, and gender information were not provided.

Manufacturer narrative:
Of the nine reported malfunctions, two were reassessed for reportability and determined to be reportable as a serious injury and were reported under emdr 2020394-2020-06410 and 2020394-2020-04355. The product catalog number of one of the malfunctions was updated to rf310f and filter type was updated to g2 filter for the same malfunction. Of the 7 devices, 5 lot numbers were provided, and lot history reviews were performed. No devices were returned for evaluation. Medical records were provided for all malfunctions and images were provided for three malfunctions. Six malfunctions were confirmed for perforation. For the remaining one malfunction, the company is still investigating the issue at this time. A root cause has not been determined. The devices were labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Of the 9 devices, 3 lot numbers were provided, and lot history reviews were performed. No devices were returned for evaluation. Medical records were provided for 3 of the malfunction. Those 3 malfunctions were confirmed for perforation. The remaining 6 malfunctions are inconclusive for perforation. A root cause has not been determined. The devices were labeled for single use.

Event description:
This report summarizes 9 malfunctions. A review of the events indicated that model rf048f vena cava filter experienced a patient-device interaction problem. These reports were received from various sources. All 9 devices were used in patients. Patient ages range from 47-72 years. One patient weighs (B)(6). One patient is reportedly female, and two are reportedly male. All other patient age, weight, and gender information is unknown. There were no reported patient injuries.